Event description:
During a procedure, the patient details were accepted into the generator and the settings were moved to the sensory stimulation mode when the patient felt a sharp pain. All parameters were on zero at the time but the impedance was over 900 ohms. The procedure was not continued and the patient' elbow was treated with a local anesthetic injection. There were no adverse consequences to the patient.

Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for evaluation. Ac power was applied to the rf generator and the system was powered on successfully. All modes (sensory, motor, lesion, and pulsed) were examined and the generator functioned as intended. No hardware anomalies were detected in the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed.